Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that their insulin pump was shattered. The customer reports having dropped the device and the screen being shattered and the back of the pump falling off. The customer's blood glucose level at the time of incident was 240 mg/dl. The customer was advised to discontinue use of the device, and that it would need to be replaced and returned for analysis.

Manufacturer narrative:
The pump was received with a cracked and bleeding on lcd glass, a broken electronic assembly, a broken off end cap, a missing keypad overlay, a missing lcd window, a cracked case at the display window corner, cracked battery tube threads and a cracked reservoir tube lip.